Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that foreign material was on the distal end, and the inside of the light guide lens had discoloration / a stain. Additional findings include the following: the grip had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the right / left / up / down knob had a scratch, the switch box had a scratch, the cover of the light guide bundle was damaged, the light guide lens had a crack, the distal end was shaved, and the adhesive around the light guide lens had discoloration. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: foreign material was found at the distal end, and the inside of the light guide lens had discoloration / a stain. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material at the distal tip could not be identified and a definitive root cause of the could not be determined, however, due to the observed scraping/deformation on the tip, proper reprocessing may have not been sufficient to remove the material. Additionally, the foreign material adhering to the device other than external surface (underneath the light guide lens), could not be removed by reprocessing. The issue was likely due to physical stress caused by hitting distal end of the device, dropping the distal end and or chemical stress caused by chemical solution used, resulting in the adhesive around light guide lens peeling off and moisture entering lens and corroding. The event may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection tjf-q190v operation manual 3.3 inspection of the endoscope tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.